Event description:
The following report was received from the affiliate: during a ptca procedure, the stent dislodged from the balloon at the left main. No additionalinfo was provided.

Manufacturer narrative:
The file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device is distributed outside the united states. However, it is similar to the untied states product. Any additional info will be sbumitted within 30 days of receipt.